Event description:
It was reported that the patient had a new catheter placed in (B)(6) 2015. Due to scarring, the healthcare provider was not able to place the catheter higher than t9. The patient complained of increased spasticity in his abdominal area so the healthcare provider decided to place a new, higher spinal catheter by doing a laminectomy. The existing catheter was trimmed and a new spinal catheter was placed by doing a laminectomy in order to get the catheter tip higher. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver gablofen. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).